Manufacturer narrative:
Date sent to the FDA: 09/23/2020. Additional information: d10, h6. Additional h-3 summary: one unopened sample of product was received for analysis. The complaint sample was not received for evaluation. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand, the barbs were present along of the strand; ten barbs of the suture were measured, and all barbs met with the requirements. In addition, the loops were noted to be as expected. According to representative sample, no barb non-engagement in tissue was found and the tested barbs met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/22/2020 additional information: d10, h6 additional h-3 summary: it was reported that that the barbs did not engage. One unopened sample of product was received for analysis. The complaint sample was not received for evaluation. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand, the barbs were present along of the strand; ten barbs of the suture were measured, and all barbs met with the requirements. In addition, the loops were noted to be as expected. According to representative sample, no barb non-engagement in tissue was found and the tested barbs met the finished goods requirements. Additional information was requested, and the following was obtained: what tissue location of the placement of suture? - close anastomosis what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - normal how was the suture initially placed (interrupted or continuous)? - continuous was fixation loop secured to tissue at the initiation of suture use during the index procedure? - yes was at least one reverse stitch performed prior to closure? - yes where did the leak occur? - at the location where the stratafix had become loose can you describe the appearance of the stratafix suture during re-operation? - surgeon described it as it looked like it was not tight/securing the anastomosis please explain how ¿suture was re-tightened and put in a clip¿? - surgeon explained that he pulled one end of the suture to tighten the stitch as it was placed in a continuous fashion. Then placed a titatium clip on the end to hold the stitch in place as the barbs on the suture did not hold when he tightened the stitch. What is physician¿s opinion as to the etiology of or contributing factors to this event? - he did not feel like the barbs engaged on the tissue. The suture behaves like a traditional, monofilament suture rather than a locking/barbed suture. What is the patient¿s current status? - no other patient consequences after the patient was brought back for repairing the leak. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pkb999 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture initially placed (interrupted or continuous)? Was fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Where did the leak occur? Can you describe the appearance of the stratafix suture during re-operation? Please explain how ¿suture was re-tightened and put in a clip¿? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Device return status?

Event description:
It was reported that the patient underwent a right colon resection surgery on (B)(6) 2020 and the barbed suture was used. Three days after surgery, the patient was brought back to the operating room due to a leak. The surgeon noted that the barbs did not engage. It was reported that the suture was re-tightened and put in a clip. The patient is doing well after the re-operation. Additional information has been requested.